Event description:
It was reported that the right atrial (ra) lead was surgically abandoned as it was damaged during the device change out. No additional adverse patient effects were reported.

Manufacturer narrative:
Although the lead was not returned for analysis, the post market quality assurance lab determined that the issue was caused by unintended use error cause or contributed to the event based upon the information given.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned as it was damaged during the device change out. No additional adverse patient effects were reported.